Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. During troubleshooting with tandem technical support, customer applied more force and was able to unlock pump using wake button. Additionally, air bubbles were observed along the cartridge tubing. The customer's blood glucose level was 110mg/dl. Reportedly, the customer changed the cartridge to resolve the issue, and continued using the pump for insulin therapy.